Manufacturer narrative:
Initial reporter facility name: (B)(6) the actual sample was not available; however, photographs of the sample was provided for evaluation. The provided photos does not show the reported failure, it showed only the product label (lot number visible) and the barcode. Therefore, no detailed investigation can be performed. Based on past investigations, the most likely failure is due to a crack in the housing near the welding zone. This is a design related issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient use with one unit of an ultrafilter u9000, an external fluid leak was observed. An alarm was not triggered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.